Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic radical prostatectomy, the surgeon console threw a non-recoverable error. The console was rebooted, which resolved the issue. Then, during the procedure but without the device being applied to any tissues or vessels as the surgeon temporarily left the room, the surgeon console threw the same non-recoverable error again. It was rebooted, which resolved the issue and there were no further problems during the procedure. There was no patient injury.